Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their pacemaker battery was rapidly depleting. It was noted by the patient they had read a publication about battery depletion for their device model. The longevity estimate of device was related to a known advisory for programmer software. It was further reported that the programmer software was updated. No patient complications have been reported as a result of this event.